Event description:
Patient was revised to address a fractured ceramic liner.

Manufacturer narrative:
Patient was revised to address a fractured ceramic liner. Doi (B)(6) 2012 - dor (B)(6) 2013 (hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Addendum added 31 mar 2015. Conclusion and justification status: the complaint states patient was revised to address a fractured ceramic liner. A complaints database search did not identify any anomalies. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.